Event description:
It was reported that during the implant procedure an attempt to advance atrial lead was made. However, the atrial lead did not form back the j-shaped curve, and did not smoothly advance into the right atrium. The patient already had a central venous port system implanted and difficulty in advancing the atrial lead was considered to be due to an unspecified catheter. In addition, the patient's right atrium was small and possibly malformed. The atrial lead was not implanted. The physician decided to use a vvi system instead of ddd, and the procedure was completed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned, analyzed and no anomalies were found. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.